Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised that they could continue using the pump but should call back if the issue reappears. The caller acknowledged and understood the instructions.